Event description:
The report stated that the pt was having an oral procedure that involved coagulation of oral tissue using the suction coagulator and a force fx-8c generator. The pt was intubated and the procedure began. When coagulation was started, there was a flash of flame that filled the oral and nasal cavity. The equipment was isolated, and procedure was completed.

Manufacturer narrative:
Date of initial report: 08/18/2008. The return of the incident sample has been requested. To date, it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.